Event description:
It was reported to ge healthcare that a pt rec'd a potential skin burn (dermatitis) and hair loss (alopecia) following an exam. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.